Event description:
It was reported that egms revealed noise on the ventricular lead. The physician elected to increase the detection intervals and bring the patient back in three months for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.